Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2012 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) caused inappropriate therapy. Follow up indicated th e device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.